Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged the next day after implant. The event was confirmed through a chest x-ray and a high left ventricular (lv) threshold measurement. The lead was successfully revised by the physician. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.